Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014 at an assisted living center. On (B)(6) 2014, the patient received a treatment defibrillation at 05:39:33 in response to idioventricular rhythm at 70 bpm. The post shock rhythm was asystole. Multiple counting contributed to the false detection. Idioventricular rhythm at 74 bpm was later detected between 05:41:13 and 05:42:02. The patient was not conscious at the time of the treatment. A nurse was present when the treatment was delivered. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. There is no indication that the defibrillation contributed to the patient death.

Manufacturer narrative:
There is no indication that the defibrillation event on contributed to the patient death. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor (B)(4)- reuse. Electrode belt (B)(4): 06/01/2012 - reuse.